Event description:
During a laparoscopic assisted sleeve gastrectomy, the physician noticed several malformed staples. Upon further investigation it appeared that a large portion of 2 rows of staples did not fire. Also, several staples were seen that fired but never closed to form the b shape. The area was over sewn with vicryl suture and the leak test passed.

Event description:
During a laparoscopic assisted sleeve gastrectomy, the physician noticed several malformed staples. Upon further investigation it appeared that a large portion of 2 rows of staples did not fire. Also, several staples were seen that fired but never closed to form the b shape. The area was over sewn with vicryl suture and the leak test passed.